Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that on two occasions, the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient was hospitalized for sporadic muscle contraction for seven days. The patient was on 2000 mcg/ml of baclofen.